Manufacturer narrative:
Upon investigation, it was noted that the device was actually an rbn-133. Based on the note provided by upmc, it is assumed that the provider mixed up the devices. There was no sample located within the device and was blocked by cortical bone. The cortical bone was visible from the distal end of the device. Cortical bone entered the lumen, blocking the needle from being able to retrieve the specimen. This is typically caused by premature removal of the stylet during the procedure.

Event description:
1. Ranfac snarecoil bone marrow biopsy needle while using biopsy sample stuck in needle unable to dislodge for testing. Had to attempt for another sample using a different needle.